Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured implant and pain."

Event description:
Patient representative reported a rupture and patient "experienced pain as soon as the device was implanted and this pain continued until the device was explanted." The device has been explanted. This record relates to the right side.